Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead fracture, high capture threshold, and high, out of range pacing impedance were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of fracture, high pacing impedance and high capture threshold was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead with the connector pin measuring 11.5 cm was returned for analysis. External insulation abrasion was noted at 7.3-7.6 cm breaching the optim sheath consistent with friction to the device can. The silicone insulation beneath was not damaged at this location.